Manufacturer narrative:
(B)(4): catheter (B)(4) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The spinal segment of the catheter was revised on (B)(6) 2011; the reason for the revision was not reported. Following the revision, the pt experienced decreased effectiveness/increased pain. A dye study was done and the catheter was found to be out of the intrathecal space; the v-wing anchor broke at the suture loops. The spinal segment of the catheter was replaced. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver hydromorphone, fentanyl, and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.